Manufacturer narrative:
One medfusion 3500 pump was returned for analysis with damage on the right and left plunger case. There was a plunger not in place alarm in history. The dowel pin fell out of the plunger head mount and was loose inside the plunger case. The cause of the issue is known and is design related. This issue will be monitored for an increase in occurrence. If the occurrence of this issue increases significantly, additional action will be taken.

Event description:
Information was received indicating that a smiths medfusion® 3500 syringe pump's clutch is broken. There was no reported injury to the patient.